Manufacturer narrative:
Updated sections b4, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer is retrieving further information from the healthcare facility; and will submit follow-up report upon availability of new, relevant details.

Manufacturer narrative:
Updated sections: a2 (date of birth), b4, b5, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Since limited information is available, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. From the information and medical judgement received from the site, the valve was implanted in the bicuspid aortic valve with elliptical shape, and the patient was not a good candidate due to particular anatomy. As such, cause of the event can be related to the patient anatomy.

Event description:
Manufacturer was informed about an intraoperative explant of a perceval plus valve, pvf-m (serial # (B)(6)) that occurred on (B)(6) 2025. The valve was implanted into a bicuspid aortic valve with elliptical shape, pvl were present on echo. As such, patient was reopened and the valve was removed. Reportedly, patient was not a good candidate due to particular anatomy. Based on the further information received, there was a paravalvular leak but no central leak. There was no migration, dislodgement, or mis-sizing. Furthermore, it was reported that patient did not experience an adverse event.

Manufacturer narrative:
Manufacturer is reviewing production records and retrieving other further information from the healthcare facility; will submit follow-up report upon availability of new, relevant details.

Event description:
Manufacturer was informed about an intraoperative explant of a perceval plus valve, pvf-m that occurred on (B)(6) 2025. The valve was implanted into a bicuspid aortic valve with elliptical shape, pvl were present on echo. As such, patient was reopened and the valve was removed. Reportedly, patient was not a good candidate due to particular anatomy. No other further information has been received from the site at this time.